Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed with the data captured in the log file submitted on (B)(6) 2020. The no external power alarm event captured on (B)(6) indicated there was a loss of power from the mobile power unit. The loss of power appears brief (approximately ~ 5 seconds) and the system operated at the stored speed value of 5,500 rpm during the event. Attempt was made to obtain additional information from the customer regarding the event; however, no additional information was provided regarding the mobile power unit. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial # (B)(6) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a no external power alarm. During the analysis of the log files there were no external power alarms confirmed. The first one occurred on (B)(6) 2020 at 12:06 and looks to be while attached to the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted. This may be due to the power cord coming loose from the mpu, the wall outlet or the house losing power. It cannot be discerned if power to the mpu was lost due to disconnection of the ac power cord from the mpu, the wall, or if there was an interruption in power to the house. There were no other unusual events seen within the log files.